Manufacturer narrative:
Findings: unit had cracked and bleeding lcd glass. Unable to perform displacement test, prime test, excessive no delivery test or verify no delivery alarm due to physical damage lcd glass. Also unit had minor scratched lcd window, scratched case, scratched keypad overlay, broken case at battery tube and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 260 mg/dl. The customer stated that the pump is completely cracked and shattered on side where battery is put is all open. The customer stated that the battery fell out of pocket and was run over. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer doesn't want to troubleshoot for no delivery due to pump replacement.